Event description:
It was reported that the user observed a leaking cartridge following a recent supply change and requested replacement supplies; shipping of replacement insets and connectors was arranged by customer care. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included internal case review of the reported supply change and product leak. Investigation of this case revealed a reported leakage at the cartridge/supply interface, with no associated device alerts or alarms and no clinical sequelae. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient evidence of a device malfunction beyond the reported leak.